Event description:
Hipec [hyperthermic intraperitoneal chemotherapy] perfusion machine was discovered to be inoperable by perfusionist when setting up machine in or [operating room]. Patient was intubated and prepped when discovered and after discussion with physician the case was cancelled due to not having necessary equipment.